Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received two inappropriate shocks due to right ventricular lead oversensing noise noted during a follow-up clinic visit. Patient was stable after receiving the inappropriate therapy. The lead was capped and replaced on (B)(6) 2019. Patient was stable before and after the procedure.